Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported issue failed cubie drawers was confirmed during fse testing and subsequently confirmed in the dchu inspection process. The device was initially evaluated by field service engineer (fse) according to work order (B)(4), the fse reported that replaced drawer controller. The laboratory inspection confirmed that the pcba fh cubie pmc suffered a thermal damage in the component u501. No further laboratory tests were required due to the visible damage observed during the external inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d). Root cause: the root cause of the reported issue failed cubie drawers was identified as a faulty pcba pmc pyxis mini fw1-12 due to thermal damage in component u501.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, the cubie drawer failed. As per part investigation, it was determined that there was thermal damage observed on the pcba pmc pyxis mini fw1 12 component u501. There were no delay, no adverse events or injuries reported based on this event.